Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided. A sample was returned for evaluation and examined by visual inspection. A left glove with a tear at the base of the index finger and a cut piece of glove remaining was observed. Tensile strength testing and glove thickness measurements were conducted and all results passed within specification. A root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Customer reported that there was a tear on the left palm of the glove, and remnants of the torn material were present. Additional information was received and a photo showed glove split into 2 pieces. There was no patient injury.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.